Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed pressure transducer test during pre-use check. The nozzle unit in air gas module was found defective and replaced. After replacement of the nozzle unit, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The received device logs confirmed the reported failure on 04/08/2021. The replaced part was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit in the air gas module was replaced and returned for further investigation. Simulated use test of the received nozzle unit has not reproduced the described customer issue. The review of the returned device logs confirms the reported issue with a failure in pressure transducer test during pre-use check. We could trace back the reported problem to april 7, therefore the date of event was determined as 04/07/2021. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).